Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the intraocular lens (iol) implant procedure, when trying to inject lens, the lens came out halfway. As per the surgeon it was due to faulty injector. The surgeon removed the lens from eye without incident. The surgery was completed with backup lens. There was no injury to the patient and no medical intervention required. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).